Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the field reported event of backup vvi mode was confirmed in the lab. The cause was believed to be some telemetry anomaly. The device suffered a tel-mcu mrn, presumably during an attempted session-interrogation. As the ICD was still in ship-settings, this forced the hard-reset. The device does not have any known defects.

Event description:
It was reported that prior to implant, while still in the box, the device was found in backup operation. This device was not implanted.